Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 92% stenosed target lesion was located in the midsection of left anterior descending (lad) artery. A 2.75x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. When the physician withdrew the device out from the patient's body, it was found that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 92% stenosed target lesion was located in the midsection of left anterior descending (lad) artery. A 2.75x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. When the physician withdrew the device out from the patient's body, it was found that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. Promus element, mr, ous 2.75 x 38 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the first proximal stent strut row, with stent struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.